Manufacturer narrative:
(B)(4). Device photo evaluation: visual analysis of the photographs identified: red particles on the surface of the shell; deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
A healthcare professional reported a device folded and capsular contracture baker grade iii-IV. This record relates to the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, b.6, h.6.

Event description:
A healthcare professional reported right-side capsular contracture baker grade iii-IV and the right device appeared folded on MRI. Biopsy performed. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Crease folding of implant: observed creases in the surface of the shell. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. Continued h6 health effect impact code: f2203- imaging required.

Event description:
Healthcare professional reported right side seroma.